Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via diagnostic imaging. The lead was capped and replaced.

Manufacturer narrative:
.